Event description:
Filled syringe with benadryl and small black particles appeared in the solution. No particles seen in medication vial prior to drawing up benadryl. No particles seen in syringe prior to filling it. Another syringe of medication was drawn up and used. No patient harm.